Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. No unexpected rainbow anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged display and rainbow effect which make it hard to read. Customer stated that there was random no delivery alarm. Customer stated that insulin pump did not gave low battery warnings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.